Event description:
Pt was found by caregiver around 7:20am with their head lodged between their mattress and transfer handle device. Caregiver "untangled the pt" placed the body on the floor and called the physician on-call. The physician called the medical examiner who went to the facility, performed an investigation and took the transfer handle with him. Pt was being treated for bacterial pneumonia with an antibiotic. Pt had signs of delirium in association with the pneumonia.